Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection showed that the male luer lock was sealed shut and would not allow the collar to slide. The reported condition was verified. The cause of the condition was determined to be due to excess solvent, the cause of the solvent was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink vented set had a defective luer lock adapter. The cap appeared to be melted onto the tubing and would not detach to ensure stable connection with primary line. This was discovered during priming. There was no patient involvement. No additional information is available.